Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the surgeon attempted to clip across the cystic duct and the clips fell off of the tissue. When the surgeon observed the clips they were malformed and had clip gap. It is unknown how many clips had been fired. No force was used to fire and they used competitor device to complete the procedure. There was no other information available from the caller. No patient consequence was reported.